Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type catheter.

Event description:
It was reported that the patient had been in pain over the last couple of years, and the doctor was planning to do a roller and dye study. Four days later, it was reported that the patient's pump and catheter were replaced. The patient was noted to be doing well. The medications used within the system were clonidine, bupivacaine, and morphine. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.